Manufacturer narrative:
Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest. No pump error alarms noted during testing. Unit received with pump error due to moisture damage on keypad traces. Unit received with scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, damaged keypad overlay texture, slightly peeling serial number label, moisture damage on motor home switch, moisture damage on force sensor assembly and corrosion in battery tube.

Event description:
The customer reported low blood glucose via phone call. The customer's blood glucose reading was 41 mg/dl. The insulin pump failed the self test. The customer failed to account for everything eaten at breakfast, so had high blood glucose. The customer bolused to correct, and the insulin pump got to low blood glucose. Customer did the self test out of curiosity. Troubleshooting determined that the insulin pump needs to be replaced as the pump error occurred three times. The insulin pump is expected to be returned for analysis.